Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.